Event description:
Surgeon performed a carotid endarterectomy procedure. The internal carotid balloon would inflate,but would not deflate at the end of the procedure. The endarterectomy was completed, but the physician had to cut the device inflation lumen to remove the device from the patient. No patient injury happened due to this incident.

Manufacturer narrative:
We have received the complaint device for evaluation, but we were not able to verify the failure mode since the device was damaged by the user - the internal carotid inflation arm was detached from the main body of the shunt. We were able to test a flow through the remaining pieces of the device and were not able identify any problem. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging process. We also have not received any other complaints for devices from the complaint lot. Therefore, the root cause(s) of the failure remains inconclusive. We have initiated an internal corrective and preventive action to investigate and address potential cause of the "balloon would not deflate" issue. Please note no patient injuries happened due to this incident.